Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-s1. It was reported that the driver was needed to adjust the height of a screw. At some point during use of the driver, the driver shaft separated from the handle. The driver shaft fell into the patient's wound and caused a csf leak. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
Visual inspection of returned t20 driver and qc ratchet handle did not identify crack, fracture or material damage. Functional evaluation of qc ratchet handle confirmed proper forward, reverse and locked ratcheting function; with returned instruments assembled together, unable manually remove driver shaft when loading assembly torsionally or axially. Dimensional inspection confirms conformance to print specification. Driver shaft material hardness confirmed to be within tolerance. After visual, functional and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the instrument components or assembly process. The instruments appear to be capable of performing their intended function.